Manufacturer narrative:
(B)(6). Manufacturing location: (B)(4). Manufacturing date: 28january2009. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported on (B)(6) 2015 the surgeon implanted a nail. Then, two (2) months after the surgery a radiological control was performed and the surgeon noticed that the distal nail started to bend (distortion); it was also reported the nail migrate on the distal portion. Therefore the surgeon asked for a revitalization (a dynamisation) of the nail. This dynamization was performed on (B)(6) 2015. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: product investigation summary: due to the device damage, the complaint relevant dimensions cannot be checked for dimensional accuracy against the valid manufacturing specifications. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength, or structural stability. The values were in compliance with specifications and international standards. The investigation shows that the pfna nail is broken and deformed in the middle of its shaft. Based on the available information, and without the corresponding x-rays, it is impossible to make a proper statement about the complained event. As indicated in the manufacturing documents, the correct material was used and that there were no issues during the manufacture of the product that would contribute to this complaint condition. The microscopic view of the broken surface does not show any anomalies of materials structure. The article in question was produced in a quantity of (B)(4) pieces in january, 2009 and then distributed worldwide. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.